Event description:
On (B)(6) 2013 the lead was repositioned successfully.

Event description:
It was reported that the right atrial lead exhibited loss of output and a sensing anomaly. A chest x-ray revealed that the lead had dislodged. On (B)(6) 2013 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.